Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc 2218 50, serial: (B)(4), batch: 5100065.

Event description:
It was reported that patient's midline incision wound was not healing. Symptom of incision dehiscence was noted. The physician performed a full system explant and the patient was doing well postoperatively. The explanted devices were not returned.